Manufacturer narrative:
A ge service rep performed an on-site investigation. The camera iris was calibrated and adjusted for proper auto tracking. The system was then found to be operating as intended.

Event description:
The customer reported that when they would attempt to use high-level fluoroscopy, the screen would go all white. This resulted in a loss of the live image. There is no report of pt injury associated with this event.